Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this patient was brought to the clinic for lead testing. It was noted that the rv lead impedances had been steadily increasing to greater than 2,000 ohms. Noise could not be produced via pocket manipulation or isometrics and impedance was consistently greater than 2,000 ohms during all commanded testing. All other lead measurements were noted to be stable and the patient paced in the rv 1% of the time. It was also noted that after performing the rv pace impedance test, the boston scientific sales representative heard 16 beeping tones. Another pace impedance test was performed and there were no tones heard the second time. Technical services (ts) discussed that they had not heard of a pace impedance test causing beeping tones. The device was re-interrogated and there were no warnings or pop-up messages that would indicate a problem. Tachycardia therapy was turned off and the patient is scheduled for a lead revision. Ts recommended performing a save memory to disk and send it in to ts due to the allegation of beeping tones during commanded testing. No adverse patient effects were reported.

Event description:
Additional information was provided that the lead was later surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited high out of range right ventricular (rv) pacing impedances. No adverse patient effects were reported.